Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit does not reflect a fully charged battery. There was no patient involvement reported.

Manufacturer narrative:
Updated: b4, d8, d9, e1 (initial reporter, event site telephone, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched at the site to evaluate the unit. Fse investigated customers complaint of batteries not charging. Upon functional and safety check of unit, fse could not verify the problem. Batteries were fully charged. Fse also ran unit on battery to verify that batteries were charging. Functional and safety check all past unit being returned to customer.